Event description:
It was reported that the packages of three (3) fast-fixes 360 were damaged because packing was not done correctly to protect it from other items in box. No case was reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that it is in its original, very damaged, packaging. The boxes are warped and bent, with tears to the material over the product. The interior tyvek pouches are compromised and no longer capable of protecting the sterile nature of our devices. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended, inappropriate or excessive force to the device or inappropriate storage conditions. No containment or corrective actions are recommended at this time.